Event description:
The customer originally called because they received multiple 'cells were detected in plasma line from centrifuge' alarms during a red blood cell exchange (rbcx) procedure. The customer contacted terumo bct clinical specialist for troubleshooting. The operator stated that he had increased the patient's hematocrit from 16% to 25% and observed 'discolored' plasma and a hemolyzed rbc layer in the interface. The operator sent a video of the interface to the clinical specialist and it was confirmed to be hemolysis. Clinical specialist advised the operator to call the physician to determine if the procedure should be continued or not. Per physician's order, the rbc detector was disabled and the procedure was continued since the hemolysis was due to the patient's condition. The operator entered a new hematocrit (hct) of 13% that was released by the lab and completed the procedure. When the support specialist called back for customer follow-up on (B)(6) 2015, the customer informed her that the patient had expired on the night of (B)(6) 2015 hours after the procedure. Per the customer, it was disease progression that caused the patient to expire. The customer is not alleging a deficiency with the machine or the disposable set. The customer declined to provide the patient identifier, age and weight. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
User survey investigation: the customer declined to provide the patient's autopsy or discharge summary report. A service call was placed and a full functional machine checkout was performed. The machine is functioning per manufacturers specification. An autotest and saline run were successfully performed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: provided by the customer, cause of expiry was due to the patient condition prior to being connected to the machine.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Initial reporter full email: (B)(6): fluids hanging were anti-coagulant (acda) and 0.9% normal saline. Packed rbcs were used for the replacement. The run data file (rdf) was analyzed for this event. Based on the run data file analysis, the spectra optia system operated as intended. Investigation is in process. A follow-up report will be provided.